Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accutni) results generated by the access 2 immunoassay system. Three patient samples were tested for accutni and gave results in the range of 50-60ng/ml. Upon repeat testing on a different instrument, the results were in the normal reference range for all three patient samples. The actual patient results were not supplied. The erroneous results were reported outside of the laboratory. The customer did not report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc prior to the erroneous results was within specifications. Qc run immediately after the erroneous results was out of specifications high. System check performed on (B)(4) 2009 met specifications. A field service engineer (fse) was on-site (B)(4) 2009. Fse corrected a spill which was found in the wash carousel and replaced some hardware. A system check and precision run performed passed. Fse verified repairs per established procedures and results met published specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.